Event description:
The following info was reported to varian: dose difference between qa and split plan (B)(6). The qa verification of an imrt plan with 9 fields that had all split into 3 sub-fields, failed to pass the qa done with a pdw phantom. The acceptable tolerance was 5% or 5mm and only 80% passed the qa. The previous qa on imrt # plans with 2 sub-fields have passed their qa. No pt injury reported and no pt data provided.

Manufacturer narrative:
Customer beam data (6x) and plans were used for the investigation. Eclipse version 8.6.15 for both client and aaa was used. The beam data profiles were also compared to gb data. The second source intensity value, which seemed to be quite high was studied and compared to the data sets available with aaa research team. Plans were recalculated after split and dose for different structures were compared to the original non split plan. The investigation confirms device malfunction due to software design limitation that result in dosimetric/calculation errors in treatment planning. Split field imrt plans can deliver higher than intended doses, compared to the approved treatment plans before the multi-carriage split. Large imrt fields that must be divided into smaller fields for delivery have been found to deliver higher doses than planned, when the divided fields are recalculated. Investigation has found that the higher than intended doses are more pronounced with a 90 degree collimator position with the mlc leaves in the superior-inferior direction. Dose differences greater than 10% were found after re-calculation of these split field imrt plans. Without pre-treatment plan qa, the dose difference could go undetected for an entire course of treatment. Higher than intended total dose to targets and critical structures could lead to increased toxicity and serious injury requiring medical intervention. In this case there was no serious injury reported. A product notification letter will be sent to affected customers. All corrective action will be reported under the guidelines of 21 cfr part 806. No follow-up reports are anticipated.